Event description:
The patient came in for treatment of an ica aneurysm and was 5.5mm in diameter. The physician used envoy 6f guiding catheter to create the channel. Then he successfully positioned prowler select lpes 90 degree micro-catheter and essence micro guidewire. After that, he implanted 637mf0306 coil. When the physician advanced the coil in micro-catheter for about 60% distance, he felt friction, so he withdrew the coil but failed. Hence, he had to withdraw the whole delivery system. Later, the physician found the coil had pre-maturely detached. The coil was changed to another one to complete the procedure.

Manufacturer narrative:
During an internal carotid artery (ica) aneurysm coiling there was friction when the 3x6 orbit mini complex fill coil was advanced about 60% of the way into the prowler select lpes 90 degree microcatheter (606s155mx/lot unknown). The coil was unable to be withdrawn; therefore, the whole delivery system was removed. It was later found that the coil had prematurely detached. There was no patient injury. Another coil was used to complete the procedure. Prior to the event an envoy 6f guiding catheter placed followed by placement of the prowler select lpes over an essence microguidewire. An adequate continuous flush was maintained through the microcatheter. A non-sterile orbit mini complex fill 3x6 was received coiled inside of a plastic bag. The hypotube was inspected and kinks were noted on it. The introducer was received zipped without damage. The support coil and gripper were found inside of the introducer and no damages were noted on them. The embolic coil was not received for evaluation. The gripper was inspected under microscope, no obstructions or damage was noted on the purge hole, also marks of the embolic coil within the gripper were noted indicating a tight press fit. The od from the delivery tube was measured and was found within specification. One microcatheter prowler select plus (cordis lab sample) was flushed using a lab sample syringe (nipro), after that the received orbit without the coil was introduced into the microcatheter and it was able to pass through the microcatheter lab sample with just some friction was felt when the kinks found on the device passed through the microcatheter lab sample. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The orbit delivery system was returned without the coil confirming it had been detached; however, without the return of the coil further evaluation regarding the event is not possible. The analysis found evidence of the coil head piece having had a tight fit within the gripper. The concomitant microcatheter was not returned. The inability to insert the orbit delivery system through a lab sample microcatheter was not confirmed; however, there was resistance, which with analysis, was due to the kinks in the delivery system. The cause of the reported event cannot be conclusively determined. With review of the information it appears that the premature detachment was likely due to withdrawal while the coil was fixed within the microcatheter. No conclusion can be made regarding the cause of the event; however, there is no indication of any device manufacturing issues related to the events. Additionally inspections are in place to prevent damaged devices from leaving the facility. Therefore no corrective actions will be taken.

Manufacturer narrative:
Concomitant device: unknown select lpes 90 degree microcatheter, unknown essence micro guidewire. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.